Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. The customer addressed their bg with glucagon and required assistance by emergency medical services which monitored the customers blood pressure, heartrate, and bg readings. Recommendation was made to consult with a healthcare provider regarding diabetes management.